Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms and had keypad anomaly. Customer stated that they received stuck button alarm while driving. Customer was not able to clear the messages as buttons were not working. Customer was unsure whether they pressed button for 3 minutes. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Customer complained on may 30, 2022 device alarmed stuck button, pump error 23, pump error 49 and pump error 68. Device passed displacement test, self test, active current measurement and sleep current measurement. No pump error 23, pump error 49 or pump error 68 noted during test. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The device downloaded history confirmed the device alarmed pump error 23 on may 30, 2022 20:39:48.000, pump error 49 on may 30, 2022 22:17:12.000 and pump error 68 on may 30, 2022 22:18:55.000 due to moisture damage to the electrical board 1board and electrical board 2board. Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified device alarmed stuck button on may 30, 2022 20:19:04.000 in device downloaded history. Unit passed the keypad voltage test. The j1 connector on electrical board 1was locked properly during visual inspection. Found moisture damage to motor assembly, electrical board 1 board and electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and verified device alarmed stuck button on may 30, 2022 20:19:04.000 in device downloaded history. The device downloaded history confirmed the device alarmed pump error 23 on may 30, 2022 20:39:48.000, pump error 49 on may 30, 2022 22:17:12.000 and pump error 68 on may 30, 2022 22:18:55.000 due to moisture damage to the electrical board 1 board and electrical board 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.